Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was blank and a battery out limit occurred. Blood glucose level at the time of the incident was not provided. Caller reported having a recent blood glucose level of 450 mg/dl. During troubleshooting, the customer was able to get the display to return. The customer was advised that they would be sent a battery cap. The insulin pump was not replaced or returned for analysis.